Event description:
Physician used laser for ablation of tonsil. He was asked if he wanted the .2mm or 2 mm handpiece. He asked for the larger, not knowing the handpiece was really the 3mm collimated handpiece. He was given the truespot with the nosepiece from the focusing handpiece and used this for the case. He stated that the energy must have scattered back into the handpiece and heated up the nosepiece and the barrell. Date of occurrence unk at this time; approx 1-2 months prior to reporting date.